Event description:
It was reported that the right ventricular (rv) lead was oversensing the t-wave resulting in the implantable cardioverter defibrillator (ICD) delivering anti-tachycardia pacing (atp). The atp subsequently induced a ventricular tachycardia (vt) resulting in appropriate detection by the ICD and delivering another atp to break the rhythm back to sinus. The rv lead sensitivity of the ICD was reprogrammed and the issue was resolved. The ICD and rv lead remain in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. This model number is not approved for distribution in the united states, however, it is similar to a device marketed in the u.s. The event is being reported due to an alleged malfunction. (B)(4).